Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: 00610505028, item name: standard liner, lot #: unknown. Item number: 00902602900 , item name: femoral head, lot #: 6120900. Item number: unknown, item name: unknown cup, lot #: unknown. Reported event was confirmed by review of radiographs and photographs. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00865, 0001822565-2018-02867.

Event description:
It was reported patient underwent right hip revision approximately thirteen years post-implantation due to chronic dislocation, pain and implant noise. Attempts have been made and no additional information is available.